Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by correction bolus via the pump. Customer declined further troubleshooting from tandem technical support (tts). No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.